Event description:
Very painful and my stomach stayed bloated for weeks, I have been bleeding on a regular basis since. No explanation or rhyme or reason. Mental stress from the constant cramping and stabbing pains in my ovaries and tubes. I now suffer from major depression, due to the fact my children have suffered and so has my marriage. I have had multiple blood tests done and paps to try and explain the bleeding.